Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced tape not sticking issue on (B)(6) 2026 due to sport activities and perspiration. No further information is available.